Event description:
It was reported that during a laparoscopic gastric bypass procedure the staples formed on one side of the cartridge only. The case was completed using a sutures and another device. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.